Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument with the bd sars-cov-2 reagents for bd max¿ system, increase of false positive results were obtained for n2 target. Confirmatory testing was performed using cepheid and/or biofire test methods and the results were negative. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint of "results/ false positive" was received against the bd max instrument catalog number 441916, serial number(B)(6). Customer stated that they did find n2 contamination in the lab. The technologist has cleaned the area. Customer reviewed the runs for the last two weeks to confirm that issue is resolved. The complaint is not confirmed as a failure of bd product. The root cause is unknown. The complaint investigation consisted of a review of the service notes pertaining to this issue, the service history of the instrument and associated complaint trending data. No parts or materials were returned for investigation. No new trends, risks, or hazards were identified as a result of the complaint.

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument with the bd sars-cov-2 reagents for bd max¿ system, increase of false positive results were obtained for n2 target. Confirmatory testing was performed using cepheid and/or biofire test methods and the results were negative. There was no report of patient impact.